Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported when she was filling up a new reservoir and putting it into the insulin pump, the device would not allow her to stop priming until the reservoir icon was less than three quarters or half full. Customer stated insulin was coming out before numbers appeared on the screen. The drive support cap was inspected and appeared to be recessed. During the displacement test, the device never registered 0.0 units and went straight to a no reservoir alert. It was advised that the customer discontinue use of the device. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received detached end cap. Unable to perform basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to physical damage to the end cap. The insulin passed displacement test, stop idle current, run current, self test, off no power and a21 error tests. The insulin pump has cracked lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and missing the end cap sticker.